Manufacturer narrative:
Reported event: an event regarding wear involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identity information, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Went into or suite for revision case and the stem had been removed. The stem appeared to be an accolade 1 with wear on the trunnion. I was not able to see the stem closely to confirm that it was truly an accolade. The stem was collected by the hospital staff per their policies. Update 08/april/2021 (B)(6): spoke to rep, who was not present for the procedure until the liner was revised. Original reason for revision was not reported to the rep. The stem, a femoral head of unknown composition, and the poly liner were revised to competitor head and stem with a stryker constrained liner. Rep confirmed he can provide the revision usage sheet, and that no further information will be released by the hospital or surgeon.